Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd nano¿ pro ultra-fine¿ pen needle clogged during injection. The following information was provided by the initial reporter: consumer reported finding some of the pen needles clogged during injection.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h10

Event description:
It was reported that the bd nano¿ pro ultra-fine¿ pen needle clogged during injection. The following information was provided by the initial reporter: consumer reported finding some of the pen needles clogged during injection.